Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the universal surgical manipulator (usm) 4 had been floating. Technical service engineer (tse) reviewed the error logs and showed 32097 errors related to usm arm 4. It was later reported during a status update call that the issue had occurred across different procedures and that usm 4 had moved on its own during a procedure. Tse suggested a head-in-console condition with hands not on the master controls could potentially replicate the behavior. The logs were reviewed again and showed a prior 23075 error that could have contributed to the reported issue. The procedure was completing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.